Event description:
It was reported that during a low anterior resection procedure, the rectum was resected with a competitor's device. And then, the device was used to anastomose. The resected tissue was proper. However, minor leak was confirmed at the leak test. The operation was converted into open surgery and additional suture was performed.

Manufacturer narrative:
Date sent: 02/27/2009. Info is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot # for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.